Event description:
Terumo medical corporation received the following information: it was reported that the tr band balloon did not inflate. 15cc of air was injected into the bladder, however as soon as the syringe was removed from the tubing the bladder started deflating. The blood loss was minimal. Manual compression was applied so the second tr band could be placed. The procedure performed prior to the use of the tr band was an embolization procedure.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age or date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.